Event description:
Territory business manager on behalf of clinic contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).